Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the rf head was unable to interrogate devices due to the cable being out of electrical specification. It was also noted that the magnet was cracked, the top lens cover was cracked, and the head needs a new serial number label.

Event description:
It was reported the programmer rf (radio-frequency) head had telemetry issues and needs repair. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.